Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was evaluated and it confirmed the customer complaint, as well as a failed transmitter error. The reported event of pairing failed was confirmed. The root cause was determined to be a failed transmitter error.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/25/2018, that on (B)(6) 2018, a pairing failure between the smart device and transmitter occured. No additional patient or event information is available. Data was provided for investigation. The complaint confirmation of a pairing failure was confirmed. In addition, a failed transmitter error was present in connection to the reported allegation. The root cause of the pairing failure was determined to be a failed transmitter error. The reported issue of a pairing failure is reportable based on the finding of transmitter failure error.